Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. Customer reports that during the procedure the distal balloon ruptured. The catheter was pulled and another trellis device was used to complete the case.